Manufacturer narrative:
A ge oec service rep investigated the issue and a defective image processor pcb that was removed and replaced to restore proper image quality. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system was reported to have poor image quality. Super-imposed images.